Manufacturer narrative:
Review of the submitted log file data as well as the event log file downloaded from the returned system controller confirmed the reported pump stoppages on battery power. The submitted and collected controller event log files from hsc-015795 cumulatively contained approximately 1.5 days of data from (B)(6) 2018 2:36 am ¿ (B)(6) 2018 3:13 pm. Low speed events and pump stoppages were recorded on (B)(6) 2018 from 9:56 am ¿ 9:58 am while the system was connected to battery power with low speed, low current, low flow, and pump stop controller fault flags active. The low flow and pump off conditions lasted long enough to result in low flow, low speed advisory, and lvad off alarms. The longest period with pump speed at 0 rpm was 18 seconds. During the low speed/pump stoppage events, elevated pump power values up to 8.359 watts were noted. Sixteen total pump resets were recorded in the controller log file data, some occurring immediately following a reset. The log file data prior to and following the low speed/pump stoppage events appeared to show the pump operating as intended with stable parameters and no atypical events or alarms captured. The corresponding submitted lvad event log file captured twelve total pump resets from 9:56 am - 9:58 am. Prior to and following this time frame, the pump appeared to be operating as intended with no atypical events captured. The controller and lvad periodic log files cumulatively contained data from (B)(6) 2018 ¿ (B)(6) 2018 and appeared to show the system operating as intended with stable pump parameters and no atypical events captured. In addition, the log file data submitted following the system controller exchange appeared to show the system operating as intended from (B)(6) 2018 ¿ (B)(6) 2018. No abnormal pump parameters were observed before, during, or after the event which suggests that the pump is fine and that this was a random event. It was recommended to monitor the patient. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate 3 lvas IFU and patient handbook provide information regarding electrostatic discharge and warn the user to avoid activities that could create static electricity. These documents also warn that static discharge could cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 11 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that interrogation of the lvad system showed pump stoppage events that occurred while the system was powered by external batteries. The patient was medically stable and asymptomatic but was admitted pending further analysis of the log file data by the manufacturer. The primary system controller was exchanged to the backup. Review of the submitted log file by the manufacturer's technical services representative confirmed low voltage advisory and pump stoppage events. A second log file submitted from the backup system controller was unremarkable. No further information was provided.